Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had a etco2 calibration failure. There is no of patient involvement.